Event description:
Physician reported that unit had "no output." Unit had premature "end of life" indicators so was replaced. Pacemaker inadvertently given to patient's family who will not return device for evaluationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.